Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. Surgical intervention took place wherein the ipg was repositioned in the pocket site and replaced due to becoming inoperable during the procedure to address the issues (manufacturer report number: 3006705815-2022-15678).

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿ipg reposition¿ was not confirmed. Analysis results of the device did not find any issue that may have contributed to the need for a device repositioning. The root cause appeared to be associated with the patient¿s weight loss as reported. A visual inspection of the returned ipg did not find any discrepancies. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.